Event description:
Lasik procedure performed incorrectly resulting in significant impairment of night vision, including starbursts, ghosting, halos, etc. This has resulted in an inability to function in any low light environment, including night driving, attending movies, attending evening business events, etc.